Manufacturer narrative:
Unit received with blank display due to broken battery tube thread. Pump received with broken battery tube threads and cracked case corner of the belt clip rails near the battery compartment. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that crack because of no screw thread in battery compartment. The customer¿s blood glucose level was unknown at the time of the incident. The device will be returned for analysis.